Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during unboxing of a prismaflex machine, the machine was tilting. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, the device was evaluated on site by a baxter qualified technician. During visual inspection the technician found the bottom end of the pillar was damaged and tilted. The reported condition was verified. The cause of the condition could not be determined. To correct the issue the base was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.